Event description:
Three surgeries at (B)(6) hospital simple procedures required skin adhesive. First laparotomy sites itched, redness, rash, then blisters. Itching level high as shingles episode. Seventeen months later, hand and wrist surgery with developed severe itching, rash and blisters. Treated with little relief topical cast changed, medrol pack before relief. Recent lipoma incision caused same reaction. Hospital appeared to use dermabond. I was not warned of sensitivity nor offered alternative. Still not recovered 6 days postoperative, required 2nd medrol pack. Reason for use: incision closure.